Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es did not consider the fingerprints of staff which required witness. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that experienced the issue with logging in. A field service engineer had been made multiple attempts to reach customer but there was no response received from the customer related to further assistance. So the field service engineer has closed the case.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es did not consider the fingerprints of staff which required witness. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.